Manufacturer narrative:
Device is not being returned for eval therefore, no determination could be made for the reported device failure.

Event description:
First kinsa anchor broke during tapping on impaction knob. Surgeon felt it to be related to the young pts hard bone. This anchor was removed. Two additional anchors were implanted using the bioraptor drill bit with no problems. However, problems did occur with tightening and sliding of the knot. The surgeon felt that the knot would not slide down because it "caught" on something even though nothing was caught. These last two anchors did not provide a secure repair. The surgeon had to use a competitors anchor to support these anchors. A delay of fifteen minutes resulted. No pt injury or complications took place.